Event description:
This report summarizes one malfunction event. A review of the events indicated that model u351301210 pta balloon dilatation catheter experienced a material rupture. This report was received from one source. This event involved one patient with no patient consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
One device was returned to bd for evaluation. A visual inspection found a longitudinal rupture the length of the balloon. Therefore, the investigation is confirmed for the reported rupture. The definitive root cause for the identified rupture could not be determined based upon available information. The device is labeled for single use.

Manufacturer narrative:
One device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model u351301210 pta balloon dilatation catheter experienced a material rupture. This report was received from one source. This event involved one patient with no patient consequences. Patient age, weight, and gender were not provided.